Event description:
It was reported that a pta balloon was difficult to inflate during use in a central vein, however the balloon was used for treatment. The health care provider reported the pta balloon failed to deflate and could not be retracted through the 8fr sheath. The hcp further reported a needle stick through the skin was used to deflate the balloon. The access site reportedly sutured post removal of balloon through the skin. There was no known impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. Visual/microscopic inspection: the balloon was returned fully advanced through the sheath and was not stuck in the sheath. The distal end of the balloon was bulged in appearance. No other anomalies were noted to the device at this time. The distal tip of the introducer sheath was observed to be flared, indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon was unable to be inflated, as water leaked out of the needle stick location on the balloon. The balloon was cut with a scalpel near the inflation deflation ports. Upon removing the balloon, it was noted that the glue bullet was not in its correct location and was lodged inside the outer catheter shaft. The polyimide was pulled distally to remove the glue bullet from the outer catheter. Upon removal, it appeared that the diameter of the glue bullet was too small, causing it to become lodged inside the outer catheter shaft. Additionally, the glue bullet did not have a flat edge. The stepped portion of the shaft was examined under microscopic magnification and was observed to be oval in shape. Medical records/image/photo review: no medical records have been made available to the manufacturer. Medical images reviewed. Based on the image provided, pta balloon deflation issues cannot be confirmed. Based on the image provided, a needle used to deflate the pta balloon percutaneously is not demonstrated in this image; pta balloon deflation with a needle cannot be confirmed. Based on image provided, a mild stenosis in the left iliac vein can be confirmed. Conclusion: the investigation is inconclusive for inflation/deflation issues, as the balloon was unable to be inflated due to the needle stick puncture to the balloon. The investigation is confirmed for sheath retraction issues, as the returned introducer sheath had a flared tip. The investigation is confirmed for a product quality issue. The evaluation found the glue bullet was lodged within the catheter shaft, blocking the inflation/deflation ports. The od of the glue bullet did not meet the minimum required specification. Additionally, the glue bullet did not have a flat edge. The root cause for the glue bullet becoming lodged in the catheter shaft is manufacturing related and likely caused the inflation/deflation issues. It is unknown whether the deflation issues contributed to the retraction issue. Labeling review: the conquest pta instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.